Manufacturer narrative:
A partial lead with the measuring cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the right atrial lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and revealed the lead had dislodged. The lead explanted and replaced. The patient was in good condition prior, during, and post operation.